Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for device check, the implantable cardiac monitor exhibited undersensing leading to false pause episodes. No intervention was performed. The patient was stable and will continue to be monitored.